Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any form of treatment for the high blood glucose. The customer stated they had calibration errors, but declined to assistance with carelink. The customer was sent new sensors. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.